Event description:
It was reported that the aleutian tlif ii inserter became stuck during insertion and broke at the tip. The procedure was completed successfully without surgical delay. No adverse consequences were reported.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned for evaluation. However, pictures of the reported device were received from the field. From the provided images, deformation and fracture were observed at the distal end of the instrument. Complaint history records were reviewed for this lot, and one similar complaint was identified. It is possible that off-axis maneuvers during surgery may have affected the distal end of the instrument. However, a conclusive cause for the failure mode could not be determined as the device was not returned for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the aleutian tlif ii inserter became stuck during insertion and broke at the tip. The procedure was completed successfully without surgical delay. No adverse consequences were reported.